Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a button alarm occurred due to the customer continuously pressing wake button. Customer's blood glucose (bg) level was over 400 mg/dl to "high". Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated customer on cause of button alarm.